Event description:
On (B)(6) 2020, customer (B)(6) reported that an organ donor sample was initially (B)(6) in (B)(6), internal control valid, from tube 1) but (B)(6) in the discriminatory (B)(6) from tube 2), both run on (B)(6) 2020. (B)(6), and (B)(6). Sample was tested individually. The donor tissue was discarded. (B)(6) master lot (ml) number 701857 met all qc release specifications. Upon initial review of the manufacturing and qc release records, no issues were found that would impact the performance of the assay reagents. An investigation is ongoing for the discrepant (B)(6) results. Follow-up information for this report will be provided when available.

Event description:
On (B)(6) 2020, customer (B)(6) , australia reported that an organ donor sample was initially nonreactive in ultrio plus (s/co 0.06, internal control valid, from tube 1) but reactive in the discriminatory hbv assay (s/co 23.88 from tube 2), both run on (B)(6) 2020. Hbv serology was negative for hbsag, and positive for hbcab and hbsab. Sample was tested individually. The donor tissue was discarded. Ultrio plus master lot (ml) number 701857 met all qc release specifications. Upon initial review of the manufacturing and qc release records, no issues were found that would impact the performance of the assay reagents. An investigation is ongoing for the discrepant hbv results. Follow-up information for this report will be provided when available. Final information: the investigation is complete for the ultrio plus discrepancy with an initial nonreactive result. The most probable root cause is a low hbv titer sample. Although the ultrio plus assay was nonreactive, the discriminatory hbv assay was reactive. Additionally, the hbv serology was reactive for surface and core antibodies, which suggests that the donor has an occult hbv infection. No samples were available for further testing. The master lot as well as the individual components passed all qc release specifications. The customer run data did not show any issues with run validity, calibrator performance, external quality control values as well as internal controls. The ultrio plus assay performed as expected. No further information is expected, this is considered the final report.